Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erroneous glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified sensor readings that were discrepant compared to readings from a unknown meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced unspecified symptoms. It was noted that the customer was able to self-treat by consuming sugar. It remains unspecified whether the customer required third-party treatment. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.